Event description:
A 12 fr foley inserted without difficulty at beginning of surgical case. At the end of the case, rn removed all of the fluid out of the balloon and began to pull the foley out. When rn got to the tip of the penis the foley would not come any further. Urology was paged. Urology began to tug on foley and removed it with force. The catheter came out intact. There was a lip on the end of the foley right below the balloon. Patient did not require further medical care as a result; however, pt was under the affects of anesthesia at the time the catheter was removed.